Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Examination of the returned package determined that, the inner cavity is cracked in multiple places. The outer box was crushed on edges and damaged. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during inspection in the operating room, it was noticed that there was a crack on the inner plastic packaging. The procedure was completed with another implant. No adverse events have been reported as a result of the malfunction.